Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and platelet (pit) results that were generated by the coulter lh 500 instrument for three (3) patients samples. Patient a: a sample from this patient was tested several times and hgb results of 6.3g/dl and plt result of 108x10 to the third power cells/ul was reported out of the lab. The patient was re-drawn and hgb results was 14.3g/dl and plt result was 244x10 to the third power cells/ul. A corrected report was sent. Patient b: customer tested a sample from this patient several times and hgb result of 8.3g/dl and plt result of 114x10 to the third power cells/ul was reported out of the lab. The patient was re-drawn and hgb result was 12.3g/dl and plt result was 155x10 to the third power cells/ul. A corrected report was sent. The second sample was tested on a different instrument in the customer's lab and hgb result was 12.2g/dl and plt result was 180x10 to the third power cells/ul. (See b6). Patient c: an initial hgb result was 7.5g/dl and 6.2g/dl upon repeat. An initial plt result was 238x10 to the third power cells/ul and 195x10 to the third power cells/ul upon repeat. The sample was tested on a different instrument in the customer's lab and hgb results were in the range of 5.2-5.9g/dl, plt results were in the range of 170 - 199x10 to the third power cells/ul. There was no death or serious injury as a result of this event.

Manufacturer narrative:
Qc was run before the event and was within specifications. Qc was not performed after the event. The specimens were collected via vacutainer. The erroneous results were generated due to a poor needle vent line drain issue. This resulted that samples become diluted on each subsequent run. Since there was a variation between each specimen result on subsequent re-runs, the customer stopped using the lh500 instrument and used a backup instrument until the lh500 was serviced. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced all pinch tubing related to the needle vent line. The fse bleached vacuum-waste chamber since it was backing up. The fse replaced check valve to vacuum chamber and found bad connection and solenoid 30 which caused needle vent not to drain properly. The fse ran reproducibility, mode to mode and carryover test; all results passed. The fse ran qc with good results. The fse ran verification procedure with passing results. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.